Manufacturer narrative:
The device was implanted in the patient. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and penumbra smart coil detachment handles (handles). During the procedure, the physician was unable to detach the smart coil using a handle; therefore, a new handle was used and the smart coil was successfully detached. The procedure was completed after detaching the coil. There was no report of an adverse effect to the patient.